Event description:
It was reported the lv lead was explanted due to infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Implantable pacing leadn it was reported the lv lead was explanted due to infection. No patient complications have been reported as a result of this event. No conclusion can be drawn other (an appropriate device code cannot be identified).